Event description:
It was reported that, there was a ruptured urinary tubing found on the second postoperative day without the use of petroleum based lubricants such as petroleum jelly, liquid paraffin. The operator operated according to the norms; the operation process was basically normal. The preliminary cause analysis was department reflected the daily use of urinary tubing rupture rate was relatively high stage situation, feedback may be related to the batch number. Properly retained samples of the problem, the physical device will be sent to the manufacturer to analyze the cause of the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.